Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name ¿ ni. Device code - ni. Device info - ni. Date implanted - ni. Initial reporter - establishment name and address ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
Patient was revised due to unknown reasons. All components were removed and replaced with total knee components